Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Manufacturer narrative:
The device history record (DHR) was reviewed and no deviations related to this failure mode were found. There were no non-conformances related to the reported issue. No trends or triggers were identified. The complaint sample was not returned to the manufacturing site for review. Since the sample was not returned, there is not enough evidence to determine the cause of this event. Should the sample be returned in the future, this complaint will be re-opened for further investigation. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. There are 100% extension visual inspections per procedure, which would identify this issue in the catheter assembly. This complaint will be used for tracking and trending purposes.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer states that at the beginning of the treatment, upon removal of the 4% citrate venous side of the cvc, they noticed presence of air in the syringe. The cvc was immediately clamped with 2 hemostatic clamps. We noticed a crack in the tubing on the venous side (blue cap). The catheter was removed and replaced on (B)(6) 2015. The catheter was originally installed on (B)(6) 2013. There was no patient injury.